Event description:
It was reported that the device showed the wrench icon. Physio-control evaluated the device and verified the reported icon illumination. In addition, physio evaluated the device download and observed that the device internal battery capacity was at critical low levels for a brief period of time. The device would not be able to provide defibrillation therapy during that time. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control determined the cause for the malfunction to be a solder ball between legs 207 and 208 of the u10 ic chip on the digital pcb assembly. The malfunction resulted in excessive current leakage that intermittently depleted the internal hlc battery.